Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right atrial (ra) lead showed noise being over-sensed noted with inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. No changes were made.